Event description:
A caller reported experiencing a cartridge alarm 30. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms with this and previous cartridges, and resolved the issue by deciding to replace the pump.